Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there have been two to three reported incidents in which the arctic sun device, arctic gel pads caused full skin removal. Customer never received answer when case was opened up over a year ago. They were asking whether this case previously reported. Customer never received follow-up as to what caused patient skin damage with the arctic gel pads. During their visit on (B)(6), staff shared that the arctic sun stats were rarely used. Following previous incidents, both intensivists and nursing staff remain uncomfortable operating the device. As a result, the neuro ICU typically delays initiating arctic sun therapy until a patient¿s temperature reaches 104 to 106°f, and they were currently not using it for post¿cardiac arrest patients. Mentioned they received loads of education when the roll out took place and did not believe this was user error. Prior arctic sun representative upset customer. One patient had experienced an overdose, and the other was septic. Unfortunately, both patients subsequently passed away. It was unknown what medical intervention was reported.